Manufacturer narrative:
The device was returned for analysis. The reported leak / splash was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. While drops were observed during testing, the drop rate was within product specifications and therefore the leak could not be confirmed as reported. As the reported leak was unable to be confirmed during return analysis, it is possible that the cap seal was not fully tightened which may have resulted in the reported leak; however, this cannot be confirmed. The investigation concluded that a definitive cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the copilots were leaking during use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported the copilots were leaking during use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date the additional device referenced in b5 is filed under a separate medwatch report number.